Event description:
During the procedure, while performing the transseptal puncture, the needle penetrated the dilator and also the sheath in the area of the curvature several times. The needle would come out either distally between the sheath and dilator or laterally in the area of the curvature of the sheath. The needle and the sheath were both replaced with non-abbott devices and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A brk needle/stylet assembly was returned inserted and punctured through the dilator/sheath assembly. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. The returned needle/stylet assembly was inserted and advanced into the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty and perforation remains unknown.